Event description:
It was reported that during a lap procedure, the firing knob was broken off at the 4th firing of a functional end-to-end anastomosis though the firing was completed and staples were formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob detached/ slip block assembly damaged. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.